Event description:
It has been reported to co that during the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the aspiration catheter and aspirated the particulate from the vessel. The physician inserted a pre-dilitation balloon and dilated the vessel. The physician removed the dilation balloon and inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and re-inserted the aspiration catheter and noticed that the occlusion balloon had deflated. The device was removed from the patient. The patient is reported to be fine.